Event description:
It was reported that the subject home monitor and the wirex units failed to connect despite the normal signal requirements.

Event description:
It was reported that the subject home monitor and the wirex unit failed to connect despite the normal signal requirements.